Event description:
Based on the initial info, rec'd on (B)(6) 2011, the case was considered non-serious as it did not fulfill any seriousness criteria. Based on the add'l info rec'd on (B)(6) 2011 (treatment with oral prednisone), the case was reassessed as serious. The below narrative includes an initial report rec'd from a physician via a sales rep on (B)(6) 2011 plus subsequent f/u: a (B)(6) female rec'd poly-l-lactic acid (sculptra aesthetic, lot# 2a0036 and exp date june 2013) on (B)(6) 2011, and experienced red swelling of the face described as extensive edema and superficial erythema 24 hrs after injection (also reported as (B)(6) 2011) making it difficult for the pt to open her eyes or smile. She was treated with oral prednisone for 2 weeks and the rash and swelling resolved on (B)(6) 2011. The physician stated she would not inject the pt with poly-l-lactic acid again. Concomitant medications included levothyroxine [synthroid] and ergocalciferol [mega vitamin d]. Medical history included rosacea and allergies to codeine and sulphur. Lab tests were not done. The physician suspected the events of swelling and redness were related to therapy with poly-l-lactic acid and topical lidocaine may have also played a role in the events. No further info reported. Add'l info rec'd from the physician on (B)(6) 2011: pt age and demographic info provided. Suspect product info and causality provided. Lot and expiration date provided. Event start and stop dates provided. Medical history and concomitant medications provided.